Event description:
Call came through technical services, (B)(4), dealer no longer on the phone. Dealer stated, the weldment at the rear of the chair where the arms attach has broken off.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.